Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm. Customer stated that she could not get the numbers to come up on the screen during fill tubing or get the insulin to come out of the tip of the tubing. Customer had also had lows and highs over the last couple of weeks. Customer's blood glucose was 500 mg/dl at the time. Customer treated with a manual injection. Customer verified that the insulin exited the tubing. Customer was advised that the pump was working as designed. Customer mentioned that she had a low blood glucose under 70 mg/dl on (B)(6) 2015. Customer stated that she had been having lows for the past 3 weeks and has been treating with orange juice. Customer stated she had a blood glucose of 35 mg/dl. Customer reported that she was unconscious for 5 hours and her son treated her with orange juice. Customer then regained consciousness and continued to monitor her blood glucose. Customer was going 5 days until a set change to conserve insulin.